Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three weeks post implant, the patient developed heart block, with bradycardia. It was also reported that the leadless implantable pulse generator (ipg) exhibited a pacing problem in the form of sudden rise in threshold, increased outputs to maximum. The leadless ipg thresholds were initially reprogrammed. Subsequently, the leadless ipg loss capture. The leadless ipg thresholds were again, reprogrammed, then inactivated and replaced. No further patient complications have been reported as a result of this event.